Manufacturer narrative:
The intraocular lens was discarded by the account and not returned for analysis. Halos are a known and labeled possible side effect of multifocal lens implantation. The results of our investigation reasonably suggest this event is not manufacturing related. The iol met all manufacturing specifications prior to release. Iol discarded by the account.

Event description:
It was reported by the surgeon that the intraocular lens was removed and replaced without complication due to the patient's intolerance of his multifocal quality of vision. Halos are a known and lableled possible side effect of multifocal lens implant.